Event description:
Hcp reported the family of the patient was concerned because they could feel an indentation by the pump with a bulge and that it was painful to the touch. The patient was experiencing no withdrawal symptoms. The patient was seen in the emergency room and subsequently had the pump and the catheter replaced. Hcp reports the pump and the catheter are both functioning fine. They have not seen the patient since the last refill which was done while the patient was still hospitalized, but they have received no calls reporting any problems.